Event description:
It was reported that high impedances were noted on the m8 lead adaptor. The patient underwent a revision procedure in which the m8 lead adaptor was replaced. The procedure was completed and the impedance values were within the normal range.

Manufacturer narrative:
The complaint of high impedances was confirmed through product analysis. The probable cause was traced to unintended use error caused or contributed to event.

Event description:
It was reported that high impedances were noted on the m8 lead adaptor. The patient underwent a revision procedure in which the m8 lead adaptor was replaced. The procedure was completed and the impedance values were within the normal range. .

Event description:
It was reported that high impedances were noted on the m8 lead adaptor. The patient underwent a revision procedure in which the m8 lead adaptor was replaced. The procedure was completed and the impedance values were within the normal range.

Manufacturer narrative:
The device was not returned for analysis and the complaint of high impedances could not be confirmed. Record review revealed no additional information related to the complaint. The investigation is unable to determine a probable cause for the complaint; therefore, the cause cannot be established.